Manufacturer narrative:
On (B)(6) 2026, additional competitor analyzer results were provided for the patient sample. The patient sample was sent to another laboratory where it was tested on an abbott analyzer and the testosterone result was 67 ng/dl with flag. The abbott reference range is 11-57 ng/dl. The patient sample was received for investigation an an interfering factor could not be found. The customer's results were confirmed. No product problem was identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer suspects an interfering factor in the patient sample. The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 1 patient sample on a cobas 6000 e601 module, cobas e 801 analyzer, and a competitor analyzer. The initial result was 2.38 ng/ml. Another sample collected from the patient on the same day was tested and the result was 2.50 ng/ml. The first sample was sent to another laboratory and tested on an e801 analyzer and the result was 2.31 ng/ml. All of the results were above the roche normal female reference range. The doctor questioned the results as they were inconsistent with the patient's clinical presentation. The first sample was tested on a beckman analyzer and the result was 0.363 ng/ml, which was within the normal beckman reference range.